Event description:
It was reported that they need a new controller. Patient mentioned that they are using a replacement controller and when they put the battery pack into the replacement it doesn't fit. Patient noted that they have to tape it shut to keep it closed. Agent walked patient through a controller reset; during the reset patient became upset. Patient stated that this was the worst damn decision of their life. Patient stated getting this thing implanted has been a nightmare. Patient said they keep the stimulation off but when the battery drains, the pain is incredible. Patient also stated every time they try to charge the implant, they can't find the battery in their back and they swear it's moving. Patient mentioned it took them an hour and a half to charge a couple days ago and they ended up opening up the controller, popping the battery out, and putting it back in and it picked it up right away, but it took like 3 hours to charge and this is just ridiculous. Patient asked if there was anyone they could speak to to find out how to bring up that part of the program where the numbers show up to show them where the battery is located. Agent reviewed passive recharge mode informat ion. Patient then said they know the implant has moved because their husband can't see it or feel it and other times it's bulging out and it's moved again. Agent asked when patient noticed the implant moving/ bulging and patient said all the time, especially when they charge, it feels like someone is holding a lighter to their ass and all they envision is if they were to cut them open, nothing but battery acid is going to ooze out and that's how it feels. Patient can't sit comfortably or lay comfortably and they can fully feel this and they will feel a burn that their clothing hurts and it is horrible. Patient mentioned that they are in severe pain and the equipment does not always pick up the implant; patient added they do not have a mdt rep to work with. Patient noted that a rep would not contact them for months and then finally did and said they are no longer with medtronic and that the patient should follow them to their new company and get implanted with the new company's scs. Patient stated that they are never going through this again and that there are no doctors in the area that work with medtronic devices. Patient reported that the stimulator is not set right and they know it; patient added with the trial they had groups a-d but now they just have group a. Patient mentioned they coughed and almost fell out of their chair; patient added that they were convinced by the pain management doctor that the stimulator would be life changing but that only the trial went well. Patient noted they don't leave the house and that the controller drains so fast even though the stimulation is off. Patient noted that having the implant removed would be so much worse; patient added that they met with the doctor 2 months after implant date and were given a surgeons name and information on removal otherwise the doctor never saw them. Patient stated they have pain from the top of their spine where the bone was broken. When asked for an event date; patient reported immediately and that they just kept working with the battery but last time it took them over the edge. When asked for a managing hcp; patient mentioned last time they asked there were none in their area. See previous cases for previous controller replacement and reports. Agent sent a request to repair to replace the controller. Due to nature of call, agent did not ask for more event da tes as patient was crying and very upset with scs experience. The patient mentioned unrelated medical history; this included patient mentioned they haven't gotten a haircut since july and they don't leave the house because they can no longer anymore.

Manufacturer narrative:
Product ID 97745nt, serial # (B)(6), product type programmer, patient. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.